Event description:
The brakes would not hold on this stretcher. There was no pt involvement as the stretcher was found in storage.

Manufacturer narrative:
The brakes not holding/working could lead to unintentional movement of the stretcher which has the potential to cause serious injury. The technician replaced the casters in order to resolve the problem.